Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at the distal edge of a blade segment (2mm proximal from the distal markerband). No issues noted with the balloon material which could contribute to the pinhole leak. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery #3. A 10mmx3.00mm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured. The device was removed without any problem by using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery #3. A 10mmx3.00mm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured. The device was removed without any problem by using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.